Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (1 mg/ml at .3 mg/day) via an implantable infusion pump. It was reported that the patient was in the healthcare provider (hcp) office for a refill when it was discovered that the pump had flipped in the pocket. It was reported that the hcp physically flipped the pump in the patient's pocket and the pump was refilled. There were no identified environmental/external/patient factors that may have led or contributed to the issue. No symptoms were reported. The issue was noted as resolved and the patient was alive with no injury. No further complications have been reported as a result of this event. Additional information received from a device manufacturer representative indicated that they were the first person to notice the flipped pump. No further information was reported as a result of this event.